Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that 10 days ago on sunday, they had to go to the emergency room (ER) for high sugar levels over 600 mg/dl. It was reported that the patient was at a soccer game and the pod fell off during half time and their blood glucose (bg) rose rapidly. The patient had a severe headache, nausea and did not feel good. At the emergency room the patient was given fluids and they gave the patient several doses of insulin.